Event description:
During a lumpectomy/partial mastectomy, the surgeon noted that the surgiclip clip applier was not clamping the clips tightly. Both the surgiclip applier and the clips were taken out of the sterile field and a second surgiclip was opened and used to complete the case as planned. The surgeon was able to get the malfunctioning clip applier to work properly after the case by using two hands to apply excessive force. The first surgiclip that was used in the case required an unusually high amount of force to securely fasten the clamps.